Event description:
It was reported that the patient¿s insulin pump, which went out of warranty and could not be repaired or replaced, had a faulty wake button that did not push easily. This caused difficulty for the patient, who is visually impaired and relies on the quick bolus feature, resulting in elevated blood sugar levels. The patient is in the process of obtaining a new device and declined any further follow-up at this time.